Event description:
The customer contacted a 3rd party service agent to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the device's electronic (downloaded) memory, physio-control observed that the device's internal hybrid layer capacitor (hlc) batteries were at zero (0), which could inhibit the unit's ability to provide defibrillation therapy, if necessary.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The third party service agent advised physio-control that the customer has been advised to replace their device and remove it from service. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.